Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification as the display wires were pinched with the wire exposed. It was also noted that the menu dial knob was missing. The output connector assembly was broken. The hanger assembly was broken. Errors were noted in software history log. The upper and case was broken and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for repair subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.